Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded by the hospital.

Event description:
A total hip replacement was performed because it was identified on x-ray the gamma trochanteric nail appeared broken. All the gamma implants were removed and replaced with a titanium shell and restoration modular cone conical stem.